Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged, creating an insecure connection with the monitor. The cause of the non-functional therapy electrodes was the damaged connector on the electrode belt. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.